Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer generated an error on start-up and was unable to boot. The xy board was replaced and calibrated. It was also determined at analysis that the stylus was not functional. The upper case was cracked into the keyboard area. The handle covers were cracked. The lower-case feet were worn, and the system fan was intermittently noisy. The hard drive was upgraded, reimaged reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests.

Event description:
It was reported that the programmer generated an error on start up and was unable to boot. The programmer has been returned to service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.